Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and analysis identified there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 8784; lot# serial#: (B)(6); implanted: on (B)(6) 2018; explanted: on (B)(6) 2019; product type: catheter; correcting aware date of reg report: 2020-jun-16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 2019-may-13, additional information was received from the healthcare professional (hcp). The hcp provided the operative report for the (B)(6) 2019 catheter revision. Pre-operative diagnoses; status post placement of pain pump in the buttocks pocket for chronic pain syndrome. Accumulation of fluid in subcutaneous tissue of buttocks pocket. Status post epidural blood patch. Status post aspiration of fluid in the past. Post-operative diagnoses; status post placement of pain pump in the buttocks pocket for chronic pain syndrome. Accumulation of fluid in subcutaneous tissue of the buttocks pocket. Status post epidural blood patch. Status post aspiration of the fluid in the past. There was a partial tear in the part of the catheter connecting to the pain pump with leak form this partial tear. Operative procedures; opening buttocks pocket for exploration of the pump and catheter. Midline lumbar incision for insertion of new lumbar catheter with use of fluoroscopy. Operative procedure notes; this lady has been implanted with a pain pump and lumbar intrathecal catheter in the past and a few weeks after surgery, started having some fluid collection subcutaneously without any leak form the incision in the buttocks pocket and this was aspirated once in the office; however, it reaccumulated again and then I felt that this leakage was coming from the lumbar catheter around the catheter and with gravity was accumulating in the buttocks pocket and subsequently I brought her into the operating room a few weeks ago and fluid was then aspirated again and 1 epidural blood patch was performed. This decreased the accumulation of the fluid; however, the fluid started building up again. Subsequently, she was advised that we need to explore the incisions to find out where the leak is coming from. She was brought into operating room and after adequate level of general endotracheal anesthesia was obtained, the patient was placed on the operative table in prone position and chest rolls were placed under her and all the pressure areas were protected. I opened the buttocks pocket with a skin knife and a large amount of yellowish serosanguineous fluid was aspirated. The pump was removed from the buttocks pocket and immediately I noted about an inch away from the connector site of the lumbar catheter to the pump, there was a partial tear in the catheter, so this was a defective catheter and the leak was coming from that area. The pump was disconnected from the catheter and the catheter had a lot of fatty tissue around it and while I was cleaning this, the catheter came out of the lumbar area. Subsequently, an incision was made over the lumbar area and that area was explored and there was no leakage from the site of the catheter. With the use of fluoroscopy and tuohy needle, a new lumbar catheter was placed in and advanced to the lower thoracic area. This was brought into the buttocks pocket with a passer. I decided not to put an anchor in because the lady was very thin and there was no subcutaneous tissue present at the anchor would progress through the skin later. Both wounds were irrigated with antibiotic solution. Homeostasis was obtained. Catheter was then trimmed and then attached to the pump and checked for this connection and it was completely tight in place. Closure of the buttocks incision was then performed with 2-0, 3-0 vicryl interrupted sutures and staples for the skin. Lumbar incision was closed with 2-0, 3-0 vicryl interrupted sutures and staples for skin. A sterile dressing was applied. The pump at the end of the surgery was started on 0.5 mg/day of intrathecal morphine. Patient tolerated the procedure very well and was transferred to recovery room in stable satisfactory condition. The cause of the catheter damage was requested. The hcp stated, "there was no iatrogenic cause. At both times, the same site was torn and the internal tubing was sticking out and was leaking".

Manufacturer narrative:
Continuation of d11: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. H6; the previously reported patient code c76143 no longer applies to this event and has been updated to c50739 and c50487. The device codes have been updated to include c63137. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 17-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 2.5 mg/day) via an implantable infusion pump. The indications for use were noted to be spinal pain and other chronic/intractable pain. It was reported that a hole was discovered in the catheter. It was also noted the catheter was frayed. It was not reported how the issue was discovered. There were no environmental, external or patient factors which may have led or contributed to the issue. The catheter was replaced on (B)(6) 2019. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 8784, lot#/serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. H6: additional patient codes: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that the patient was implanted with a pump on (B)(6) 2018 and 4 days later returned to have the pump filled with morphine. At that time, she initially complained of headache, ringing in her ears, and nausea but was informed that it was likely due to the loss of spinal fluid when the catheter was placed. For the next two months the patient was seen at the hospital due to not experiencing any, or very little, pain relief despite the pump¿s dosing of morphine. On or about (B)(6) 2019, the patient was seen at the hospital because they were still not experiencing any, or very little, pain relief despite the pump¿s dosing of morphine. Additionally, the patient was suffering from swelling around the pump and examination showed fluid collection under the pump pocket. The hcp pulled some fluid from the area and scheduled an epidural blood patch near the catheter because he believed there may be leakage of morphine into the patient's buttocks. On or about (B)(6) 2019, the patient was seen at the hospital to aspirate spinal fluid from the buttocks pocket where the pump was located and place a blood patch to stop leakage from the pump and/or pump catheter. On or about (B)(6) 2019, the patient was seen at the hospital because they was still not experiencing any, or very little, pain relief despite the pump¿s dosing of morphine. The patient had additional accumulation of fluid in their buttocks around the pain pump since the prior procedure placing the blood patch. The hcp scheduled an exploratory procedure to find the source of the fluid and place another suture around the catheter, as well as either injecting glue or another blood patch to stop the leakage. On or about (B)(6) 2019, the patient was seen at the hospital because they were still not experiencing any, or very little, pain relief despite the pump¿s dosing of morphine. The patient, at this time, requested they move forward with the exploratory operation because their pain was ¿getting out of control¿ and was not managed with the pump. On or about (B)(6) 2019, the patient was seen at the hospital because they was still not experiencing any, or very little, pain relief despite the pump¿s dosing of morphine and because they patient had additional accumulation of fluid in their buttocks around the area of the pump. The hcp performed the exploratory procedure to find the source of the leak and, upon inspection, the hcp found a large amount of yellowish, bloody fluid and a tear in the pump¿s catheter about one inch from the connector site. The doctor verified the leak was originating from this tear and removed the defective catheter. The hcp replaced the catheter with a new one. The pump was not replaced. As a result of the aforementioned defects and malfunctions, the patient's device failed to deliver the prescribed medication as programmed, resulting in severe fluid build up around the space of the pump, withdrawal symptoms and/or overdose symptoms as medication was released into her body, leakage of her spinal fluid into her buttocks, multiple hospitalization and office visits, no or little therapeutic relief of her pain, and, ultimately, removal of their pump and catheter.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.